Manufacturer narrative:
Data logs show that about 3 hours into the case the ps begins to drift upwards but eventually stabilizes for 5 hours before drifting more severely for the rest of the case. Psnr alarms are not triggered. The ps does not recover. Mc is stable with the p-level changes the entire case with no mc spikes outside of p-level changes. Cvp is stable. The returned product passed electrical testing. The returned 5s was within specification. Dp sensor drift was reproduced in the pressurized flow loop in the lab. The root cause of the placement signal issues was most likely sensor drift.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was implanted with an impella rp flex from an impella 5.5 for further optimization of the right ventricle in setting of worsening right ventricle. The same day of the implant, the pulmonary artery pressure spiked, and there was a reduction in flows. It was noted that the team was unable to verify the cause or if the impella rp flex was properly flowing. However, there was no spike in motor current. Consequently, the impella rp flex was removed and replaced with extracorporeal membrane oxygenation support. There were no adverse effects reported as a result of this event.